Event description:
The patient was seen in a new clinic in 5/2005. The patient had been receiving compounded baclofen in a concentration of 5000 mcg/ml. The concentration was decreased to 2000 mcg/ml and a bridge bolus was programmed. The nurse did not have the catheter information but had the calculations reviewed and confirmed based on an estimate of the catheter length. The patient was then admitted to the emergency room the next day with servere spasticity. Oral baclofen was administered and pt was instructed to follow-up with hcp three days later. The patient did not follow-up and was subsequently seen in a different ER with severe spasticity and a urinary tract infection.